Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on two occasions the line attached to the patient from the cassette had a large amount of air contained. Per reporter the patient experienced no symptoms or injury as a result of air in infusion line but have reported a negative impact due to disrupted analgesic treatment. The reporter noted that since the air in line was only being detected by the device which alarms during infusion, the patient was placed in a situation where they have no analgesia. There was a potential high risk to the patient. The patient is living at home and the time taken for staff to be able to get them a new cassette and attach it is considerable. It was further noted that the pump appeared to have properly alerted the clinician to the presence of air in the fluid path. The event occurred during patient infusion. The concomitant products were morphine sulfate hs 30mg/ml, (dbl) 250mg ropivacaine, 10mg/ml (fresenius) 250mg in sodium chloride 0.9% (sw) cadd cassette yellow 250ml. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
One photo was received for analysis. In the photo, air bubbles can be detected in the line. The failure mode air in line was confirmed. A device history record (DHR) review was conducted. No complaints were documented for lot number. No non-conformities were reported during production.